Event description:
It was initially reported when the generator was returned to the manufacturer for evaluation that there was a component that was found out of specifications. The generator was explanted due to a prophylactic replacement. The device did not meet the electrical specification requirements of the current automated final test. Output current 2ma was over-the-limit (2.202 ma). When the device was manufactured, the r35 a selectable component, which determines the gain of the operational amplifier, a4, was populated to a pre-selected value of 2871 (2870 ohms). The specified range of the r35 component was 1.0k-ohms to 5.0k-ohms. Component r35 value could have been more optimally chosen at a slightly lower resistance value because the output current 2ma measurements on the post burn-in and final test during manufacture were within specification but were significantly above the 2.00ma output current target and at the top of the specification. With the exception of the output current 2ma parameter, the device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance was found with the generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.